Event description:
During a pulmonary vein isolation using a constellation mapping catheter, the cable connection from the rf generator was indvertently connected to a recorder output of the constellation diagnostic catheter (on model m0049530 switching locating device). When the ablation unit was turned on, the patient temporarily went into atrial fibrillation. The cable was moved and plugged into the correct port and the procedure was continued safely and successfully. It is unknown at this time whether the device contributed to this event.